Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis in (B)(6) 2016. Contact stated that the reason for the hospitalization was not related to an issue with the pump or supplies. No additional information was provided on the reported event.